Event description:
The customer called reporting that the unit of measure changed on his freestyle meter from mg/dl to mmol/l. There was no report of death, serious injury of mistreatment.

Manufacturer narrative:
Performed investigation. Returned meter was set to mmol/l. Memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, or readings in the glucose log with cal code of 18. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.